Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that up button was intermittently unresponsive and required hard presses to work for a month. The up button was torn since a few days ago. The reporter stated that the keypad buttons were unresponsive after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a tear in the keypad and the symbols were worn and no longer legible. There was a leak noted through the keypad during the leak test. There was evidence of moisture noted in the keypad, but nowhere else in the pump. The up arrow and down arrow buttons were intermittently responsive. Contamination was found under all of the buttons on the keypad. Unrelated to the complaint, the pump had a dim and discolored display. A test display was used and the variance in color was fixed.